Manufacturer narrative:
The manufacturer previously reported a ventilator's active exhalation control module was replaced by a third party to address a malfunction. Additional information received from the third party service center states the device's blower motor was also replaced to address a malfunction.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module needs to be replaced to address the issue.